Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire breaking. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the operation channel buckled, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the angle wire play, the air/water nozzle missing, the eog valve leak, the objective lens unit scratched, the lg prong top loosened, and the ccd module defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).